Manufacturer narrative:
Analysis if the ins model 37702, serial (B)(4) found no anomaly.

Event description:
It was reported that the patient's experienced pain at the implant site. The battery pocket was revised to the abdomen, and as the ins was approaching eri due to normal battery depletion the ins was replaced as well. The patient recovered without sequela.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type extension(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.